Event description:
It was reported that lead measurements were unacceptable and lead dislodgement was suspected. The patient experienced phrenic nerve stimulation. The lead was removed and re- placed. The patient's medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.